Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A battery depletion (bd) alert was observed, along with audible tones were heard. It was noted that a magnet application was suspected as this patient underwent a surgical procedure. A request was made to have data from this device analyzed. Data analysis confirmed that the bd error was due to extended magnet application. This s-ICD remains in service. No adverse patient effects were reported.